Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this returned ms (momentary squeeze) pump underwent a thorough analysis. The pump was leak tested, visually and microscopically examined, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament. The pump did not pass the functional inflation test. The ams700 ipp cylinders were visually and microscopically inspected, leak tested, and pressure tested. Both cylinders had wear at folds in the cylinder body. The body of the first cylinder had a large hole from avulsion in the outer tube that was the result of wear at a fold. This cylinder was not pressure test due to the leak. The other cylinder passed all tests performed. Product analysis concluded that pump issue confirmed via analysis was likely the cause of the clinical observations.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to the full system being replaced. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to the full system being replaced. No additional information was reported.